Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient 5 months post heartware lvad implantation who experienced battery charging issues. When test button is pressed led doesn't light up. The battery was replaced with one from the hospital¿s stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.